Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 90-year-old female patient sample. The following data was provided (customer¿s reference range 0.70 - 1.10 mmol/l): sample ID (B)(6), initial result = 2.53 mmol/l, repeat result unspun on another alinity (B)(6) = 0.85 mmol/l, sample was re-spun and repeated on each instrument. Results on both instruments were around 0.85 mmol/l. (B)(6) 2026 results remain around 0.80 mmol/l no impact to patient management was reported.